Manufacturer narrative:
The ops plan (k183038) report provided to the surgeon featured a reduced view image in which the femur was not reduced. This issue was detected by the surgeon when the prosthetic head was not centred with the cup in the ops plan, prior to the point of use in the surgery. If the reduced view image featured an incorrect reduction, the surgeon may make clinical decisions based on this incorrect image. This issue was detected prior to the point of use in the surgery and was corrected and resent to the surgeon. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The ops plan (k183038) report provided to the surgeon featured a reduced view image in which the femur was not reduced. This issue was detected by the surgeon when the prosthetic head was not centred with the cup in the ops plan, prior to the point of use in the surgery. If the reduced view image featured an incorrect reduction, the surgeon may make clinical decisions based on this incorrect image. This issue was detected prior to the point of use in the surgery and was corrected and resent to the surgeon. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The ops plan (k183038) report provided to the surgeon featured a reduced view image in which the femur was not reduced. This issue was detected by the surgeon when the prosthetic head was not centred with the cup in the ops plan, prior to the point of use in the surgery. If the reduced view image featured an incorrect reduction, the surgeon may make clinical decisions based on this incorrect image. This issue was detected prior to the point of use in the surgery and was corrected and resent to the surgeon. A root cause investigation was conducted into this event. During the pre-operative planning of implant positioning, an alternate file was incorrectly archived and accidentally included in the ops plan report. As a result of this investigation, the root cause of this issue was determined to be operator error. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Manufacturer narrative:
The ops plan (k183038) report provided to the surgeon featured a reduced view image in which the femur was not reduced. This issue was detected by the surgeon when the prosthetic head was not centred with the cup in the ops plan, prior to the point of use in the surgery. If the reduced view image featured an incorrect reduction, the surgeon may make clinical decisions based on this incorrect image. This issue was detected prior to the point of use in the surgery and was corrected and resent to the surgeon. A root cause investigation was conducted into this event. During the pre-operative planning of implant positioning, an alternate file was incorrectly archived and accidentally included in the ops plan report. As a result of this investigation, the root cause of this issue was determined to be operator error. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.